Event description:
Customer reports poor image quality on the 9600 system. No pt injury was reported.

Manufacturer narrative:
Found that tracking and resolution are normal. Screen appears to have dark image. Swapped video to other monitor and found video the same on that monitor. After speaking further with customer, it appears both monitors changed within last month. Ran the test pattern on the screen and found both monitors to be equally dark, no good contrast at dark end of scale. Adjusted both monitors contrast and brightness, images now appear normal.